Event description:
It was reported that the customer was constantly receiving an alarm on the insulin pump and that none of the buttons of the insulin pump were working. The customer stated that there was a solid black dot on the screen. The customer stated that she removed the battery, reinserted the battery and the issue still persisted. The customer's blood glucose was 9.6 mmol/l. The customer stated that she did not see a button error message. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with intermittent button response due to flattened all the buttons dome switch. No unexpected black dot on the display noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.